Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a blood glucose of 284mg/dl and that they were also hospitalized on a separate occasion due to high blood glucose on (B)(6) 2017. The customer was in the doctor's office and was sent by their doctor to the emergency room. The customer did not remember the blood glucose level when admitted. The customer was treated with insulin pen. The customer was wearing the insulin pump during the hospitalization. The customer declined to troubleshoot for high blood glucose further. The insulin pump will not be returned for analysis.